Manufacturer narrative:
One device was returned for analysis of complaint that the device did not infuse medication. No service record for the last 12 months was found. Event log doesn't record accuracy issues. Visual and functional testing was performed. Performed an accuracy test and got 21.2ml (spec 18.2-22.2ml), downstream occlusion (dso) = 15 psi. Checked/inspected expulsor assembly with no fault found. Replaced expulsor assembly and recalibrated dso sensor (23 psi) to resolve the reported error. The device passed all functional tests after the repair.

Manufacturer narrative:
Corrections: b5, e1: initial reporter establishment name, initial reporter postal code, h6: medical device problem code, component code, type of investigation, investigation findings, investigation conclusion. Correction to device evaluation. Device evaluation: one device was returned for analysis in used condition. A review of the device event history log did not identify any evidence of the reported malfunction. The reported issue could not be reproduced during functional testing. Device accuracy was verified and found to be within established specifications. The expulsor assembly and downstream occlusion sensor were recalibrated. The device passed all functional testing after repair. Service history review identified the complaint was not related to a previous service of the device within the review period.

Event description:
It was reported that the pump was not infusing as intended. According to the reporter, this issue occurred across six different patients. The medication administered via the pump was for epidural infusion and consisted of bupivacaine 0.08% (0.8 mg/ml) and fentanyl 2 mcg/ml. No additional details regarding pump settings, alarms, or troubleshooting were provided at the time of the report. No patient injury reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported pump did not infuse medication. The device was not reaching the required pressure for rapid infusion (280¿300 mmhg per the service manual), with or without solution bags. The medication used was for epidural continuous infusion with pcea, consisting of bupivacaine 0.08% (0.8 mg/ml) and fentanyl 2 mcg/ml. Patient involvement was reported, and no patient harm was reported.